Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized with a high glucose reading of 520 mg/dl. The customer was also having difficulty breathing. The customer also reported a blank display that was not resolved by troubleshooting. Advised the customer that the insulin pump would be replaced. Nothing further was reported.